Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during a sfa (superficial femoral artery)/popliteal angioplasty, two balloons of the same lot broke before nominal pressure and deflated slowly with a contrast leak. It was noted there was a pinhole in the one of the balloons. No section of the device(s) remained inside the patient and no adverse effects to the patient were reported as a result of this product problem.